Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead exhibited noise, oversensing and subsequent pacing inhibition after pocket closure. The physician manipulated the device and was able to reproduce the noise and pacing inhibition. The pocket was then reopened and the rv lead directly manipulated but noise could not be produced. The physician noted infiltration in the rv lead from the setscrew and some blood on rv connection. The physician suspected an insulation issue of the rv setscrew. The ICD was removed and replaced with an alternate device. The patient was noted to be pacemaker dependent though no instances of asystole greater than 2 seconds was observed due to the reported pacing inhibition. Boston scientific technical services (ts) reviewed an image of the device provided by the field representative noting what appeared to be seal plug damage that may account for the reported observations. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. A review of a stored device electrogram did not identify the reported noise on the ventricular channel. Inspection of the right ventricular seal plugnoted a hole with body fluid contamination around the setscrew terminal block. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy. It was determined that the cause of the reported issues was air leaking out of the hole in the right ventricular seal plug.